Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06087, 0001822565-2017-06090, 0001822565-2017-06091. Concomitant medical products: unknown longetivity liner catalog#: ni lot#: ni, modular femoral stem press-fit plasma sprayed cementless size 12.5 catalog#: 00771301200 lot#: ni , unknown trilogy cup catalog#: ni lot#: ni, modular neck j2 12/14 neck taper use with +0 heads only catalog#: 00784804301 lot#: ni, unknown biolox head catalog#: ni lot#: ni. Reported event was confirmed through review of medical records. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient developed deep vein thrombosis (dvt) after being discharged from a total hip arthroplasty. It was noted that after severe swelling the physician ordered an ultrasound which revealed deep vein thrombosis in the calf. The patient experienced further complications related to prescribed medication for the dvt, resulting in a wound hematoma. The patient was brought back to the operating room and the wound hematoma was evacuated. No products were revised during this procedure. Attempts have been made and no further information is available at this time.